Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, re-intervention was performed to replace the left ventricular lead. As the patient was almost pacemaker dependent, the crt-d was programmed in voo pacing mode at 60 min 1 during the procedure. The physician attempted to open the skin using an electronic scalpel, to connect the new ventricular lead to the crt-d, however the device ceased to function. All the leads impedances were above 3000 ohms and loss of pacing and sensing was observed. The user attempted to re-interrogate the device but the same issue was observed. The device was explanted and was returned for analysis. It was reported that the recommendations included in the implant manual regarding electrocautery were appropriately followed.

Manufacturer narrative:
Preliminary analysis revealed that, due to a wrong software management under specific conditions, the device entered a blocked state, resulting in absence of pacing and sensing. Event corrected.

Event description:
Reportedly, on (B)(6)2019 , re-intervention was performed to replace the left ventricular lead, which had moved back to the shoulder of the patient, close to the crt-d. As the patient was almost pacemaker dependent, the crt-d was programmed in voo pacing mode at 60 min-1 during the procedure. The physician attempted to open the skin using an electronic scalpel, to connect the new ventricular lead to the crt-d, however the device ceased to function. All the leads impedances were saturated at 3000 ohms and loss of pacing and sensing was observed. The device was explanted and was returned for analysis. It was reported that the recommendations included in the implant manual regarding electrocautery were appropriately followed.

Event description:
Reportedly, on (B)(6)2019, re-intervention was performed to replace the left ventricular lead, which had moved back to the shoulder of the patient, close to the crt-d. As the patient was almost pacemaker dependent, the crt-d was programmed in voo pacing mode at 60 min-1 during the procedure. The physician attempted to open the skin using an electronic scalpel, to connect the new ventricular lead to the crt-d, however the device ceased to function. All the leads impedances were saturated at 3000 ohms and loss of pacing and sensing was observed. The device was explanted and was returned for analysis. It was reported that the recommendations included in the implant manual regarding electrocautery were appropriately followed.

Manufacturer narrative:
Please refer to the attached analysis report.